Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The lesion was located in the mid left anterior descending artery. The lesion was predialted with a 2.5x12mm balloon inflated to 8 atm's. The taxus express2 3.0x32mm drug eluting stent was placed with full expansion. 2 1/2 hrs later the pt had complaints of pain. The pt was brought back to the ccl where angiography showed a thrombosis at the proximal edge of the stent and the entire distal vessel. The area was predilated up and down the lesion with good results. No further pt complications occurred. Pt status is satisfactory.